Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 32 mg/dl. She stated that she had a low blood glucose in the middle of the night and ended up with a black eye and lesions on her scalp and chin. The customer stated that emergency medical services treated at her house and stabilized her blood glucose to 115 mg/dl. Emergency medical services did not take her to the hospital. Nothing further was reported.